Event description:
Boston scientific received information that this right atrial (ra) lead had retracted into the superior vena cava (svc). Sensing was still occurring. It was reported that during the initial implant of this ra lead, the implanting physician had to reposition the lead multiple times. An invasive revision procedure was performed and the ra lead was surgically abandoned. During the procedure, a device upgrade was performed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.